Event description:
Health care professional (hcp) reports 2 blood leaks noted into the dialysate compartment during pt treatment. New disposables used to continue treatments without incident. Dialyzers reused prior to this report; number of times unknown. Hcp reports no pt injury or need for medical intervention.